Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Customer checked their tubing and resumed insulin to address the issue.